Manufacturer narrative:
An investigation has been initiated. Additional information and the return of the device have been requested. When the investigation is completed, a final report will be submitted.

Event description:
It was reported that the "hub cracked". The device had been implanted for 2 weeks in the left internal jugular.